Manufacturer narrative:
As of today, the explanted device has not been returned. This report will be updated when additional information becomes available.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status after only three years of implant. The patient had not been seen since implant, and was now in the emergency room. The device was explanted and replaced with another boston scientific ICD that same day. The field representative believed the device depleted prematurely.

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.